Event description:
It was reported that the patient was experiencing pain at the ipg site. During the revision procedure, it was discovered that the patient's battery header was compromised, and the ipg was moving freely in the pocket. As a result, the ipg was explanted and replaced, and pocket relocated to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.